Manufacturer narrative:
(B)(4).

Event description:
The reporting person said: the stapler presented malfunction. There was an increase in surgical time by 1 hour to remove the lower rectum. Prolonged hospitalization because of enteric fistula.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities noted during pmv testing. The instrument was received with the pushers advanced and the handle locked. One malformed staple was received. Functionally, the instrument was reloaded with staple and applied to test media. The staple line was properly formed, and the jaw properly clamped and unclamped when the approximating lever was operated. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the malformed staples may occur when the instrument is applied over tissue that does not comfortably compress to the recommended thickness. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.